Event description:
An issue was reported involving alarm 2 followed by alarm 26, which occurred due to an occlusion event earlier in the day, causing the customer's blood glucose level to read "high." The customer administered a correction bolus using the pump which successfully addressed the high blood glucose. The issue was resolved by changing the soft cannula infusion set and cartridge, after which the customer resumed insulin therapy. The customer was advised to contact technical support for recurring occlusion issues and acknowledged this guidance.